Manufacturer narrative:
Unit received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to a35 alarms. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm. They were able to clear the alarm and rewind the insulin pump. The insulin pump also passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.